Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 1156t, competitor implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead had t-wave oversensing (twos) post biventricular pace. The lead was programmed to ib (integrated bipolar) sensing and remains in use. It was noted that they have struggled in the past with programming the lead to avoid twos post pace. No patient complications have been reported as a result of this event.